Event description:
It was initially reported that the patient had high impedance at recent appointment. No further information is known or was provided. Good faith attempts for more information have been unsuccessful to date.